Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Passed pump the rewind, basic occlusion, prime and system sensor and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to test excessive no delivery alarm due to motor error. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during priming and then alarmed motor error. Customer's blood glucose was 124 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for alarms and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.